Event description:
It was reported that an ilet user with a freestyle libre 3 plus sensor experienced intermittent communication and a failed pairing between the pump and sensor, which was resolved by rescanning the sensor in the ilet mobile app; the issue aligned with intermittent communication failure and involved the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure related to the device¿s antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.